Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported using o3 module and o3 values on the left side trended upwards to 99% and the right side remained normal. The sensor was positioned well. When o3 module was changed, the measurement returned to normal (65%). No consequences or impact to patient were reported.

Manufacturer narrative:
The returned module was evaluated. The module successfully established connection with the (stock) root and the measured values were inconsistent with a known good module. The sensor connector was observed to have contamination. The u2 chip on the circuit board also had a soldering issue which did not affect the functionality of the device. The inconsistent values were caused by contamination damage to the sensor connector. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported using o3 module and o3 values on the left side trended upwards to 99% and the right side remained normal. The sensor was positioned well. When o3 module was changed, the measurement returned to normal (65%). No consequences or impact to patient were reported.